Manufacturer narrative:
The manufacturer has reviewed all available information and determined that this event no longer meets reporting criteria for the reported event of low energy output. The console had prompted case saver mode which indicates that the console was functioning as intended. The device was not returned; however, an onsite service evaluation was performed. During the service visit, the field service engineer did not observe red screen errors or automatic shutdowns. Inspection identified degraded beam quality on channel 4. Corrective actions included optical adjustment and verification of the 5vdc supply. Following these actions, the system successfully passed all functional and performance checks and was confirmed to operate within normal specifications. Based on the available service findings, the reported behavior was addressed during service intervention. No definitive evidence was identified to confirm a specific system operating mode or protection state at the time of the reported event.

Event description:
It was reported that during the procedure, it was found that the energy level was low, with the maximum being 20w. Additional information was received at a later time, reporting that this console was under case saver mode. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that during the procedure, it was found that the energy level was low, with the maximum being 20w. The procedure was completed with this device. There were no patient complications.